Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a rise in right ventricular capture threshold was observed. No patient symptoms were reported. The right ventricular lead was explanted and replaced. High capture thresholds continued to be present. The pulse generator was replaced at that time as well. The patient was noted to be in good condition following the procedure.